Event description:
Additional information was received. The cause of the failure to open and kink was not determined. The pipeline did not open in the middle section and was not placed in a vessel bend when the issue occurred. No additional steps or devices, such as resheathing, wire, or balloon, were used to open the pipeline. There was no allegation againstthe phenom catheter. No resistance was encountered during delivery, positioning, or retrieval.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open as the distal as the distal end of pipeline flex shield braid was found to be fully opened and damaged. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The pipeline was not positioned in a bend, which eliminates this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right ophthalmic artery segment aneurysm with a max diameter of 6.5 mm and a 4.8mm neck diameter. It was noted that the patient's vessel tortuosity was normal. The landing zone was 3.32mm distally and 4.48mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was conventional dual-antibody 7 days. The angiographic result post procedure was slowing blood flow it was reported that the pipeline stent was deployed tip end in m1. After the tip end was fully opened, the entire system was retracted, pulling the stent back to the intended position (c6-c7). Deployment continued until reaching the proximal end of the aneurysm neck. The stent became kinked, and despite pushing and pulling, it showed no signs of opening. Repeated attempts to retrieve and deploy it were unsuccessful. Upon removal from the body, the stent was found to be completely fused together, requiring multiple manual interventions to open it. After replacing the stent, the surgery proceeded smoothly. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a synchro2 guidewire, phnom 27 microcatheter.